Event description:
Caller reported that the insulin battery charge increased by 80% in a short period earlier in the day. There was no adverse impact to the customer¿s blood glucose level as a result of this issue. Cts planned to investigate the problem and follow up with the caller for resolution. Pump began charging. No further assistance required.